Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to the middle of the right coronary artery (rca). A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured during the second inflation at 4 atmospheres for 5 seconds. The procedure was completed with a different device. No patient complications were reported.